Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which caller acknowledged and understood.